Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia. The patient was defibrillated and treated with amiodarone. Additionally the patient had blood in the stool. Bival was stopped and purge solution switched to d5 heparin. Impella support continues.